Event description:
The consumer was sitting on the rollator when the frame allegedly broke. No injury is alleged.

Manufacturer narrative:
The consumer was sitting on the seat of the rollator, when frame allegedly broke. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. It is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. No serious injury has been reported. Manufacturer is attempting to get product returned for inspection. MDR filed based on alleged unconfirmed malfunction.